Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: transperpendicular and neural decompression right l3, l4, l5 and left s1. Posterior transverse process fusion t11, 12, l1, 2, 3, 4, 5, s1 bilateral. Pedicle instrumentation t11, 12, l1, 2, 3, 4, 5, s1 bilateral. Cage instrumentation l2-3, l3-4, l4-5, l5-s1. Transforaminal posterior interbody fusion left l2-3, left l3-4, left l4-5, right l5-s1. Reduction of scoliosis, t11, s1. Intra-op fluoroscopic radiological interpretation and examination; for pre-op diagnosis of: scoliosis lumbar spine. Gait disturbance. Spinal curve. Spinal stenosis, l2 to s1. Bilateral foraminal stenosis, l2 to s1. Herniated nucleus polpusus, l2-3, l3-, l-5 and l5. Radiculopathy bilateral l5, bilateral s1. Degenerative joint and disc disease, l2, l3, l4, l5, s1. Notes: ¿..then cancellous autologous bone graft was inserted into intradiscal space with bmp at each of he four level and then a implant measuring 32 x 14 mm filled with cancellous bone and bmp was inserted on left at l2-3, on the left at l3-4, on the left l4-5 and on the right l5-s1, and then distraction traction was then removed..no complications were reported..¿ on (B)(6) 2007, patient underwent following procedure: exploration of the spinal fusion at l5-s1. Removal of s1 pedicle screws bilateral. Intra-op biplane fluoroscopy. Repair of spinal fusion, posterolateral technique l5, s1, s2. Fixed insertion of pedicle screws bilateral s1, bilateral s2. Extra difficulty due to previous fusion scar; for pre-op diagnosis of: scoliosis. Status post t11-s1 fusion. Delayed union at l5-s1, 4, loose s1 screws bilaterally. Painful hardware. Gait disturbance. Per-op notes¿ ..the tissue was dense and fibrous and gave no hint of the normal anatomy.. Due to claudication of the transverse process from l5 into the sacrum and on the sacrum from s2 was accomplished, and onlay bone harvested locally as well as bmp was placed in the lateral gutters bilaterally.. No complications were reported..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.